Manufacturer narrative:
(B)(4). The samples are available for evaluation, per the customer; however, the samples have not yet been received by baxter. Should the samples become available, a follow-up report will be submitted upon completion of the evaluation or if additional information becomes available.

Event description:
It was reported to baxter france that the reservoir of two (2) infusor sv200 devices had ruptured during filling. According to the reporter, the device was filled in following order: 50ml of sodium chloride (nacl), then with fortum (unspecified volume or concentration), and last 50ml of nacl. The reservoir ruptured with the last fill of nacl. No patient injury or medical intervention was reported. No additional information is available.